Event description:
The device was implanted on 4/19/95, for arterial infusion of fudr for treatment of cancer. On 10/4/96, the MFR received the following response to a device tracking polling letter which stated the following: "chemo discontinued, pt no longer needed it. Additionally, the pt was developing cellulitis in the abdominal wall secondary to the device." The device was explanted in 2/96 and the pt passed away in 3/96.